Manufacturer narrative:
Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer¿s representative (rep) reported prior to surgery an impedance check was performed with results of greater than 10,000 for every contact, and the patient wasn¿t getting stimulation. During surgery it was observed that a stitch was placed through the paddle lead to anchor it. Upon disconnecting the lead and connecting it to a snap lid, another impedance check was performed and the results were similar to before of greater than 10,000 ohms. A new lead was placed and a new battery pocket was made. Once it was connected another impedance check was performed and normal results were obtained, and the issue was resolved. Relevant medical history includes non-malignant pain and failed back surgery syndrome.